Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 50mg/dl. Another blood glucose level was 70mg/dl. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshoot for low blood glucose was done and based on customer report customer did allege insulin pump was over delivering. The insulin pump will be returned for analysis. Ozo-unksnsr, unomed inf set.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir does not leak.